Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-sustained ventricular tachycardia (nsvt). Technical services (ts) was consulted and explained there was cross talk oversensing and noise signals. The device remains in service. No adverse patient effects were reported.